Event description:
The physician intended to use a sprinter legend balloon catheter. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. The device was not inspected and no negative prep was performed. The lesion was pre-dilated and the device did pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. It was reported that the device was expired.

Manufacturer narrative:
The incorrect lot details were provided initially. The correct lot details confirmed that the used device had not expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.